Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when she attempted, was unable to use the aviva system, due to error within specifications. A request was made for the return of the system, and a replacement was sent.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump went blank. Nothing further was reported.